Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to an elevated blood glucose level of 485 mg/dl. Customer attempted to address high bg with a manual injection prior to going to the ER. Customer was treated with manual injections while in the ER and was released with no permanent damage approximately 5-6 hours later. Tandem technical support performed a system check and verified that the pump functioned as intended.